Manufacturer narrative:
(B)(4). (B)(6). Customer did not request for a field service specialist visit to the site. Only an accessory exchange was requested. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported frayed wires on the ellips fx phaco handpiece. It was noted that there was no issue with the equipment not performing per its intended use as a result of this issue and that the exposed wires cannot cause an electrical surge or short that could result in a serious injury to the patient or the user. There was no patient involvement / user injury reported.